Event description:
It was reported that the patient with this artificial urinary sphincter (aus) had problems with the device as the urethra would not close despite activating the pump. A surgical procedure was performed and a cuff was not found in the patient. A cuff was implanted and it would not open, a new balloon was implanted and the old one was left in the other side; the pump was removed and replaced with a new one. The cuff still would not close and therefore, a bigger cuff was implanted and the problems were resolved. There were no patient complications reported.